Manufacturer narrative:
Corrections and or additional information has been added to the following sections d1, d5, g2, g6, h2, h6, h11. A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaints with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from 26-nov-2022 to 25-nov-2024 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident it was determined that the system had failed drawers that were not detected on bus. A field service engineer replaced the module board, control board and the insep to resolve the issue. The system functioned as intended after the field service engineer troubleshot the device.

Event description:
It was reported by the customer that a pyxis medstation system device not detected on bus. The customer stated that user was able to remove the med from another station and there are no pro long delays. There were no adverse events or injuries reported based on this incident.

Event description:
It was reported by the customer that a pyxis medstation system device not detected on bus. The customer stated that user was able to remove the med from another station and there are no pro long delays. There were no adverse events or injuries reported based on this incident.

Manufacturer narrative:
Upon investigation of the actual device used in this incident, it was determined that the drawer failed to not detected on bus. Field service engineer replaced controller board, module board and new insep to resolve the issue. The system functioned as intended.